Manufacturer narrative:
The AED was investigated and multiple tests and inspections were performed which included impedance tests, shock delivery, and inspection of internal components for damage or defects. The AED was connected to a defibrillator analyzer and tested. It correctly detected non-shockable rhythms and didn't advise shocks. It correctly detected shockable rhythms and advised shock delivery. In each case when the shock button wasn't pressed, the AED didn't deliver a shock and correctly began prompting for CPR when the time period for pressing the shock button had expired. The AED successfully delivered shocks when it detected shockable rhythms and the shock button was pressed. The reported problem that the AED had delivered a shock automatically and without warning couldn't be duplicated and the investigation found the AED functioned as designed.

Manufacturer narrative:
The AED was returned to cardiac science and device files were downloaded. Technical and clinical review of the rescue files determined the AED functioned as designed during the rescue. The AED correctly diagnosed each analysis period and recommended the appropriate therapy. It prompted CPR sessions as outlined according to current aha guidelines. The data contained within the rescue file is not consistent with the recollection of the users involved in the rescue. The customer reported 3 shocks were delivered during the rescue; however, according to the AED's stored internal data for this rescue only one shock was delivered and the shock button had been pushed to deliver the therapy. The user reported the device had delivered a shock automatically and without warning. The powerheart g3 is a semi-automatic device and doesn't automatically deliver shocks without the shock button being pressed by the rescuer. Examination and testing of the AED device is in process.

Event description:
Resident became unresponsive in physical therapy and was put in bed and CPR started with the AED in place. Two rounds of compressions completed. Machine analyzed and advised shock. Shock initiated then advised to continue CPR. Three more rounds of compressions completed. On the fourth round, the machine administered a shock without warning. This shock knocked the lpn against the wall burning his finger. Then a second shock administered with no employee injury. The ems arrived and continued CPR and AED use. Resident died at the hospital. He had a pacemaker with a defibrillator. The lpn performing the rescue is fine. Based upon the current information, the reported problem is a product problem that doesn't appear to be related to the patient's death.